Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Dealer advised unit has low o2 with yellow light with no alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the pilot valve and 4-way valve were leaking causing low o2/yellow light, which confirmed the original complaint issue. However, there was no indication of a failure of the alarms to function.

Event description:
Dealer advised unit has low o2 with yellow light with no alarm.